Event description:
It was reported by the customer that they had a blood glucose level of 363 mg/dl and had been treating with manual insulin injections. Customer declined troubleshooting and resolved high blood glucose levels with treating of 5 units of insulin. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.